Manufacturer narrative:
No indication of the reported defect was found during a review of the device history record or the incoming inspection record. There was no action deemed necessary by the material review board. The lot met all release criteria. Actual sample received by MFR for eval. After decontamination, the sample was visually inspected according to specification for any mfg defects. No visual defects were noted. The sample was then submitted to functional testing. The pt connector was connected to a standard female luer and submitted to an air pressure leak test and to a water leak test according to specification. No leaks were produced in either test. A dimensional inspection was performed on the male luer of the pt connector and was found to meet dimensional specifications. Based on the record review and the sample analysis, the complaint as stated, could not be confirmed. The actual sample met specifications and the record review did not indicate anything relative to the reported defect. However, the lot number indicates that this line features a new "retractable" pt connector. A memo dated 6/3/97, was distributed by marketing to introduce this new feature. Complaint is closed. Customer letter sent. Quality systems will continue to monitor this issue in future trending.

Event description:
Received complaint concerning above product via medwatch from filed by user facility. Director of nursing reports that the treatment was initiated without incident, all safety checks performed, pt stable, vp 100. After one half hour healthcare professional noted a "puddle of blood" under the chair. Treatment interuppted, lines inspected. Hcp found blood leaking from venous line at the pt connector to catheter connection. Line had remained attached to catheter, connection adjusted. Approximate ebl 300cc. Pt experienced a transient drop in blood pressure which was treated with 500cc normal saline. No further injury to pt. Treatment completed without further incident. No machine alarm occurred with leak. Actual sample is available for evaluation. A response letter has been sent to the user.